Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported his aviva meter is showing signs of burning. Customer's meter had a brown spot on the glass inside of it. No adverse event was reported. Meter not available for return, replacement sent.